Event description:
The patient's migraines worsened since implant and she also had pain at the implant site. The ipg position was revised twice but the pain did not resolve. The device was explanted. No surgical complications were reported.